Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction revision procedure with unspecified mentor gel breast prostheses developed issues in both breasts post implantation. The left breast prosthesis migrated four inches and possible rupture of the right breast prosthesis was indicated by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 13-apr-2023, mentor received additional information about the event: - rupture of the right breast prosthesis was confirmed via MRI. - the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. - the suspect medical device is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507004bc, lot #5590172-027, serial #(B)(6), UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, left breast prosthesis migration. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 08-aug-2023, mentor received additional information about the event: the patient developed multiple cysts on both breasts post implantation. The patient developed neck pain and arm pain post implantation. The patient¿s explanted breast prostheses were replaced with mentor memorygel xtra breast implant 580cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-jul-2023, mentor received additional information about the event: an updated explantation date ((B)(6) 2023) was reported. It was reported that it was the patient¿s left breast prosthesis that ruptured, not the right breast prosthesis as was previously reported. The right breast prosthesis was found to be intact . Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).